Event description:
An infusion of anaesthetic and paralysing agent was being carried out, the line supplying the anaesthetic agent appeared to be blocked. This resulted in the patient being paralysed but aware. There was no further information provided by the affiliate at the time of this report.